Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 166 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.